Manufacturer narrative:
(B)(4) the device was returned for evaluation and was visually and functionally tested. Upon evaluation of device, it was discovered what the customer described at scratches was actually torn mylar which exposes the product. An investigation has been initiated.

Event description:
On (B)(6) 2018, it was reported by the distributor that a cryoice cryoablation probe (cryo2) failed incoming inspection for a scratch on the product. This was identified upon receipt by the customer. On 2/9/2018, when the device had been returned for evaluation, it was determined that the sterile packaging was torn.